Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires. This is consistent with the open electrodes report. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. It exhibited damage consistent with the electrode opens reported after the repositioning surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient underwent repositioning surgery. The recipient has healed. The recipient was successfully re-activated. Programming adjustments have been made with improvement noted. The recipient has resumed device use and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a bump at the implant site. The recipient is presenting with discomfort. External equipment was exchanged, and programming adjustments have been made; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.